Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge had difficulty installing the cartridge. Customer's blood glucose level was 140 mg/dl. After several attempts the customer was able to install cartridge and successfully resume insulin delivery.